Manufacturer narrative:
The device has been requested by baxter for evaluation but has not yet been received. Should the pump be received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional information becomes available.

Event description:
The (B)(6) facility reported to a baxter representative a colleague pump that infused 200 ml more than the requested 36 ml (overdelivery). The drug that was delivered to the patient was the anticoagulant "aggrastat." The concentration of the medication was 0.05mg/ml. The patient was being treated in the intensive care unit for nstemi (non-st-elevation myocardial infarction). The patient was an (B)(6) male who also had pre-existing copd. Prior to and during the reported event the patient status was noted as being "ok". After the event the patient had hematurie macroscopie. The patient is currently doing well. He left the hospital on (B)(6) 2007. There were signs of post event bleeding in the urine. The lab results on hospital release were "ok". No patient injury was reported for this event by the facility.